Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "ECG disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench handling, power cycling, and ECG monitoring functional stress testing without duplicating the report. An internal inspection found no discrepancies. The device was recertified and returned to the customer. The multifunction cable used at the time of the reported event was not returned for evaluation. A new multifunction cable was returned with the device as a precaution. Analysis of reports of this type has not identified an increase in trend.